Event description:
Dt found to have developed blisters underneath 2 of the five EKG leads -kendall puppydog 5 lead prewired neonatal/pediatric radiolucent electrodes-; right upper chest under white lead and left midclavicular lower trunk under brown lead. Md notified and at bedside to assess pt with charge nurse. Picture taken of blisters and documented. Leads were removed and replaced with neotrode leads. Dates of use: 2008. Diagnosis or reason for use: cardiac monitoring. Event abated after use stopped or dose reduced: yes.